Event description:
It was reported that the device's power button would intermittently have to be pressed multiple times for the device to power on. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the main control keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the soldier grid underneath the power button was worn, which was causing intermittent recognition of the power button.